Event description:
It was reported that this pacemaker exhibited undersensing on the atrial channel. Additionally, it was noted that the right atrial (ra) lead is placed in the left bundle branch. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.